Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging) silicone temperature sensing foley. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and flowed through a 0.1815" hole in the inflation lumen at the inflation arm 0.1260" from the trifurcation. Active length of the catheter balloon was measured (0.4730") and found to be within specification (0.3"-0.5"). The catheter was confirmed to be 10 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that water leaked from the funnel area of the catheter during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the funnel area of the catheter during the pretest.